Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer unable to clear the alarm. The blood glucose reading is 170 mg/dl. During troubleshooting, displacement test failed. The insulin pump will be replaced. Nothing further reported.